Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were air bubble issues with the reservoir. There were also a few bent infusion set cannulas. The customer also had ongoing software issues. The customer's blood glucose level was unknown. Troubleshooting was not performed. No further information was provided.